Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: 2008-(B)(6), product type: catheter. Product ID: 8711, lot# j10953r62, implanted: 2001-(B)(6), product type: catheter. (B)(4).

Event description:
The patient had an infection at the pump pocket site. The physician explanted the infected pump on the left side and re-implanted a new pump on the right side. He added a new sutureless connector and connected to the existing ventricle catheter. The patient status was reported as ¿alive-no injury¿. The device system was delivering baclofen. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.